Manufacturer narrative:
On (B)(6) 2009, a superdimension field rep was at the site to troubleshoot the system. The rep was able to replicate the issue. The location board tail was broken when the site lowered the bed onto the cable.

Event description:
The site reported that after a successful registration, the system began to have connectivity issues with the location board. The site reported an error message stating the location board could not be detected. They hit retry several times and continued to get the error. The physician stated that according to the 3 CT views, they were on target, however, the system showed the target 7 cm away. Therefore, the site did not proceed with the superdimension portion of the procedure. The case was completed using other methods. The pt was under general anesthesia. There was no harm or injury to the pt reported.